Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial broke while being removed from the knee during the trialing phase of the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device showed signs of repeated use (nicked or gouged), the dovetail feature was slightly flared and the medial side of the post was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.